Event description:
The customer contact reported a leak. At an unspecified time, the tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming of the tubing set prior to patient use, an unspecified volume of solution leaked on an unspecified location of the filter and the back end of the tubing set. Though requested, no additional information was provided including if the tubing set was replaced and therapy was initiated.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.